Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, out of box, two boxes labeled as 'dummy' were found in the shipment. No patient involvement as this occurred out of box.

Manufacturer narrative:
The actual device was not returned for evaluation; however a photograph of the event was provided by the user facility. Upon inspection of the provided photo, it was confirmed that the quantity on the labeling had been crossed out and the new quantity written in. The process of this change was reviewed with the associate, and it was discovered that each lot of centrifugal pump product undergoes testing, which requires 50 products to be tested. When these 50 samples are taken for testing, one case of product is left missing two products and the quantity is changed by the associate taking the samples. The affected partial case that was shipped out was mistakenly sent to (B)(6). Although (B)(6) does not accept partial cases, this is not a functional issue as the product is not affected. Review of the device history records revealed no manufacturing issues. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.